Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. Programming changes were recommended but not yet completed. The patient experienced fatigued but was otherwise stable.